Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor sensor error. Customer's blood glucose was 190 mg/dl at the time of incident. Troubleshooting found that the pump was unable to rewind due to the motor error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a35 error alarm during rewind; the problem was isolated to the motor. However, no motor error alarm noted during our testing, the motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify reset time due to a35 error alarm. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to a35 error alarm. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.